Event description:
It was reported that the right monitor on the 9800 system made a popping noise then smelled like burnt electrical. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right monitor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.